Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, black particles on the surface of the shell and clear fluids inside the device. A leak test was performed, and no leakage was found. A microscopic analysis was performed which did not identify any openings in the device, the fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device was explanted.